Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture and high impedances out of range, consequence of a possible fracture that could not be determined by x-ray. Also, during lead removal, the helix was retracted, but since there was an adhesion around the clavicle, simple traction was not possible. Subsequently, a different method for extraction was used. A new ra lead was successfully implanted. No adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned in two segments. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~ 20.1 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Analysis concluded that the clinical observations of failure to capture and high pacing impedance were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture and high impedances out of range, consequence of a possible fracture that could not be determined by x-ray. During lead removal, it was noticed that there was an adhesion around the clavicle, as result simple traction was not possible and a an extraction system had to be used. Subsequently, a different method for extraction was used. A new ra lead was successfully implanted. No adverse patient effect were reported.